Event description:
The iliac was very diseased and tortuous. The physician had to balloon to place an 18f sheath. The sensor delivery system was then introduced. While retracting the delivery system some resistance was met. After the delivery system was removed, it was noted that the dilator tip was missing. The dilator tip, although on the guidewire, was unable to be recaptured. The dilator tip was left in the excluded aneurysm sac parallel to the stent graft. The patient was released from the hospital with no further incident.